Event description:
It was reported that foreign matter was found. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, when filling the 3ml syringe with saline solution and attempting to connect it to the three-way stopcock, foreign matter was noted in the syringe. Nothing in particular had been noted during unpacking and there was no damage to seal. The syringe was replaced with a hospital supplied syringe and the opticross hd was used. There were no patient complications.